Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired for the fourth time to complete the jejunostomy and the staples were not fully closed. They oversewed the stapleline to complete the case. There was no adverse consequence to the pt.